Event description:
Reference number (B)(4). Event occurred in oman. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set tape did not adhere well during shower. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.